Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During the pad procedure, they user inflated the balloon below the rated burst pressure (rbp); however, it immediately ruptured. On (B)(6) 2015, information was provided that the balloon burst longitudinal. Upon receipt of the returned damaged product at the manufacturer site on 29oct2015, it was noted that the returned device displayed a circumferential tear.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device history, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The device is packaged with IFU which describes the intended use, specific items are addressed such as: adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The label states the rated burst pressure is 15 atm/bar. The visual examination of the returned device reported the device appeared to have a circumferential tear and the catheter had a clean cut roughly halfway through the diameter immediately under the balloon tear, but the initial cause of the cut and tear could not be determined. Over inflation has been known to cause balloon rupture, but the inflation pressure was not reported in the complaint. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. The user did not report that the area being treated was calcified and diseased, but these conditions may contribute to the failure. The tear of the balloon and catheter did not look like a typical rupture, it appeared more like a cut in the balloon and catheter underneath. A definitive root cause cannot be determined, there is no evidence to suggest that the device was not made to specification. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During the pad procedure, they user inflated the balloon below the rated burst pressure (rbp); however, it immediately ruptured. On (B)(6) 2015, information was provided that the balloon burst longitudinal. Upon receipt of the returned damaged product at the manufacturer site on (B)(6) 2015, it was noted that the returned device displayed a circumferential tear.